Event description:
Customer's mother reported issues with a pump used for insulin delivery. The pump buttons were hard to press and required multiple attempts to register a touch. There was no adverse impact to the customer¿s blood glucose level. However, the customer declined further troubleshooting efforts.